Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver was displaying "???". The patient's mother proceeded to stop the sensor session and reboot the system. After one hour the patient's mother restarted the system and the "???" Remained displayed on the screen. The patient's mother then tried three more times to reboot with no changes. It appears to the patient's mother that the receivers display screen is frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was inserted into the lower back. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).